Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/25/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/reporter contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high readings on his wife's one touch ultra 2 meter. On (B)(6) 2011 the technical service representative (tsr) spoke with the patient to obtain and verify information. The patient said her readings have been higher that her normal readings/ feelings. She first noticed the elevated readings on (B)(6) 2011 at 3:00pm. The patient exhibited symptoms of sweating and dizziness. While symptomatic, the patient tested her blood glucose level and obtained a reading of 271 mg/dl on her right hand. She then tested on her left hand and obtained a reading of 107 mg/dl. She then retested from the right hand again and obtained a result of 171 mg/dl. She claims that the readings were higher than what she was feeling. She felt as if her blood glucose reading should have been 50 mg/dl. Due to the alleged high readings, she did not treat herself with juice or food as she usually did with these symptoms. Her symptoms started to get worse and she passed out. The patient's children assisted her with drinking some juice. She regained consciousness and felt better one and a half hours later; and consulted with her physician about the alleged high readings. The patient has not tested on any other device. The patient was unable to provide her readings taken prior to this event. The patient's blood glucose levels vary greatly, ranging from 20 mg/dl to 500 mg/dl. The patient manages her diabetes with the oral diabetes medication glucophage (metformin) three times per day, novorapid insulin taken on a sliding scale and lantus insulin. A quality control test was performed during the troubleshooting telephone call, and the test strips passed using the control solution. The meter was replaced. The patient allegedly experienced symptoms suggesting severe hypoglycemia and passed out after she delayed self-treatment based on elevated meter readings, and received treatment with food to alleviate her symptoms. Although the patient's symptoms began prior to the meter issue, her symptoms worsened and her condition deteriorated after obtaining the elevated meter readings, therefore this complaint is being reported.